Event description:
Information was received from a patient regarding an external device to an implantable pump infusing unknown drug for spinal pain. It was reported that the patient was having trouble with the PTM (personal therapy manager) because the loading screen always stopped at 90% and took a long time to take a bolus. The patient said the issue started a month ago. The patient stated they just took a bolus earlier and they were in lockout. An agent walked the patient through clearing the data. When the patient tried to connect, the communicator battery was low. The agent instructed the patient to charge the communicator and monitor the issue on their next bolus. The patient would call back for further assistance.

Manufacturer narrative:
Continuation of D10: Product ID A820 Lot# Serial# UNKNOWN Implanted: Explanted: Product Type SOFTWARE Product ID HH90T01 Lot# Serial# (b)(6) Implanted: Explanted: Product Type Mobile Platform Section D information references the main component of the system. Other relevant device(s) are: Product Id: A820, Serial/Lot #: UNKNOWN, UBD: , UDI#: Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.